Event description:
"Subject fell and noted after that their hip dislocated three times and had to be taken to the or. X-rays have shown a shift of the proximal body in a more retroverted portion. Intraoperatively the proximal body had rotated approximately 15 degrees and was loose on the trunnion. The body was replaced and torqued with no problems."